Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional data: h7, h9.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: during the soak test the unit shut down and generated a constant alarm which was caused by a main board failure. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit had a high pitched noise and was powering off. The issue occurred during preparation for use. There were no reports of patient harm.